Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 1.6 and 2.2. Therapeutic range: 2.0 - 3.0. The time between testing was twenty (20) mins. Reportedly the customer was "milking" the finger after the finger stick. In addition, the customer was using strips that are no indicated for use on the original inratio meter. There was no reported adverse event. There was no add'l info provided.